Manufacturer narrative:
Investigation - evaluation a review of the complaint history, device history record, documentation, as well as a functional test, visual inspection and dimensional verification were conducted during the investigation. One unlocked mac-loc catheter was returned in used condition. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and connector cap. A tug and twist test revealed that the proximal assembly was secure. Upon removing the cap, the suture string was found slightly wound in the threads. The flare appeared lopsided, but due to the compression of the flare within the cap and the potential damage upon removal, it cannot be determined if the flare was manufactured to specifications. Measurements taken during dimensional verification showed that the device was not out of specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest issues or gaps which could contribute to the release of nonconforming product related to the reported failure. A review of the device history record showed one nonconforming event for hub separation, but all six devices affected were scrapped. It should be noted there were no other reported complaints for this lot number. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred.¿ based on the information provided, the examination of the returned product, and the results of our investigation a root cause could not be established however it was determined that the cause of the failure mode was likely manufacturing related. Potential root causes that have been identified to contribute to the issue include the suture running through the threads of the cap assembly that interferes with the seal during torqueing, an inconsistent flaring process and the silicone insert being punctured during production due to an improper threading technique. Appropriate measures have been taken to address this failure mode. The appropriate personnel will be notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a nephrostomy change in the right kidney, a ultrathane mac-loc locking loop multipurpose drainage catheter was found to be leaking at the hub. The leak was noticed immediately; therefore, the device was removed and replaced. The procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.